Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd single curve access system (was). The transeptal puncture (tsp) was successfully completed and a guidewire was advanced through the interatrial septum to maintain left atrial access. As the was was inserted, transeptal access was lost due to retract of the guidewire. A second tsp was performed and access to the left atrium was regained. The was was again advanced into the left atrium just outside the laa ostium. It was observed that the oxygen saturation of the patient decreased and the patient lost hemodynamic stability. Cardiopulmonary resuscitation was initiated. A pericardiocentesis was performed and 400cc of blood was removed. The patient stabilized and was transferred to open heart surgery. A perforation into the pericardial space near the left atrial back wall was discovered and surgically repaired. The patient fully recovered and was discharged.

Manufacturer narrative:
B5 event description corrected. H6 codes removed.

Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was attempted using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman fxd single curve access system (was). The transeptal puncture (tsp) was successfully completed and a guidewire was advanced through the interatrial septum to maintain left atrial access. As the was inserted, transeptal access was lost due to retract of the guidewire. A second tsp was performed and access to the left atrium was regained. The was again advanced into the left atrium just outside the laa ostium. It was observed that the oxygen saturation of the patient decreased and the patient lost hemodynamic stability. Cardiopulmonary resuscitation was initiated. A pericardiocentesis was performed and 400cc of blood was removed. The patient stabilized and was transferred to open heart surgery. A perforation into the pericardial space near the left atrial back wall was discovered and surgically repaired. The patient fully recovered and was discharged. It was further reported the perforation was caused by the tsp needle and no allegation was placed against the was. Therefore, this complaint has been withdrawn.